Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 436 mg/dl at the time of incident and current blood glucose level was 125 mg/dl. Customer's other relevant blood glucose level was 356 mg/dl, 300 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose and also treated with manual injection. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. It was also reported that the bolus history displays all bolus entries based on their recollection customer was alleging that the insulin pump was under delivering. Customer was advised to perform displacement test, high pressure test and both the test was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0857 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing.